Manufacturer narrative:
Our product evaluation laboratory received one fogarty catheter with the tip noted to be detached from the catheter body. The spring tip with balloon latex and both windings were completely detached from the catheter body. The proximal windings were partially unraveled. Both the balloon latex and distal windings appeared intact. No other visible damage was observed from the catheter. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The report of "tip detached" was confirmed. An engineering evaluation task has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Balloon rupture and catheter separation, as a result of excessive pull force applied to remove adherent material, are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. The instructions for use of the product contains the following statement: ¿as with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization.¿ it is unknown if user or procedural factors contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use, the balloon on the fogarty catheter burst. As the user pulled the catheter back, the tip detached and remained in the patient. The patient had to undergo a femoral bypass procedure as a consequence of this event. Patient demographics were requested and not available. Further formation regarding the status of the patient was unable to obtained up to this point.